Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and revealed lv lead dislodgement due to twiddler's syndrome. The lv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece for analysis. The s-curve height was measured within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies. The reported event of loss of capture was not confirmed.